Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump resets itself and lost power without warning. The customer reported via phone call that a low battery alert was not received prior to off no power. Customer was advised to discontinue use of the device or continue to wear the device if they want or revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, prime test, excessive no delivery alarm test, occlusion test, self test and reset error test. No alarms were noted during testing and the operating currents tested within the specified range and passed the off no power test. The insulin pump was monitored and no off no power alert was noted. No unexpected reset of time and date was noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, cracked case near the display window corners, cracked display window and minor scratches on the display window.